Manufacturer narrative:
With regards to this complaint, three curved stepped laser probes with dorc connectors were received for investigation. DHR review did not reveal any anomalies. Examination of the returned products revealed that the capillaries were bent. It was also determined that, although the optical fibers were properly fixed in the inner capillaries, the bonds between the outer and inner capillaries itself were compromised. Based upon the appearance of the fibers return for investigation and the fact that all laser probes are visually inspected prior to being released for distribution, the observed damage is considered consistent with damage that occurred after the instruments left the controls of dorc. Although the bent capillaries and the compromised bonds may have the same cause (e.g. Severe manipulation), improper application of glue during assembly cannot be ruled out completely. Therefore the root cause of the reported event could not be determined conclusively.

Event description:
During a vitrectomy procedure a surgeon noticed that a shaft of the laser probe, which he wanted to use, was not secured to a handle. The surgery was completed with a new probe. No patient harm occurred.

Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation.

Event description:
During a vitrectomy procedure a surgeon noticed that a shaft of the laser probe, which he wanted to use, was not secured to a handle. The surgery was completed with a new probe. No patient harm occurred.